Event description:
It was reported that the ilet user¿s dexcom g7 continuous glucose monitor was not paired to the pump, which resulted in dosing being stopped until successful pairing was completed; the caregiver confirmed no pairing code had been entered and was guided to enter the correct g7 pairing code, after which pairing was achieved. Symptoms included no reported adverse clinical effects. Outcomes included a temporary interruption of automated dosing with restoration of function after successful pairing. Investigation included troubleshooting and user education. Investigation of this case revealed user setup error related to entering the pairing code for the correct sensor type, consistent with use-related error rather than device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user error addressed through education and correct pairing.